Event description:
A doctor reported to a lensar field service engineer while on site that a temporal posterior capsule rupture was noted after cortex removal . The doctor performed a vitrectomy and placed the iol with no other complications. There was no post-op issues and the patient is doing fine.

Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable info becomes available.